Event description:
A customer reported a tandem mobi cartridge alarm, and it was confirmed that their blood glucose level exceeded the normal range, although specific values were not provided. The customer's glucose meter displayed a "high" reading. To address the elevated blood glucose, the customer administered a correction bolus using the pump. After resetting the pump, the customer was able to reload the same cartridge.